Event description:
Used clear care contact lens cleaner 3% hydrogen peroxide solution. Product does not take adequate steps to label. Upon placing the lens in the eye without neutralizing solution (very easy to do as the bottle is packaged in a manner similar to other products that do not need to be neutralized) I received chemical burns to my cornea. Currently unable to see or work until cornea heals. Diagnosis or reason for use: contact lens cleaning and disinfecting. Event abated after use stopped or dose reduced, yes.